Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was not delivering insulin accurately. The patient' blood glucose level was elevated to 500 mg/dl. The patient took the infusion device to his doctor and together they determined that the device was not delivering insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.